Event description:
It was reported by service report that the motion interrupt pan was broken and the power cord assembly was hanging off the bed broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Motion interrupt pan.